Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he ws stuck in the priming process; the customer's insulin pump began to alarm no reservoir while he was away from the device, and when he returned two hours later the insulin pump prevented him from completing the priming process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the priming issue; however, the customer ran out of insulin while he was being assisted and troubleshooting could not be completed. The customer stated that he will call back later. No products were returned or replaced.